Event description:
Pt's CABG x3 in 2003 with pulmonary artery catheter postop. Three days later distal part of pulmonary artery catheter snapped off from main catheter. Pa catheter replaced without any adverse reaction to pt.